Event description:
A surgeon reported that close to the end of the lasik procedure, the pt moved her eye, the tracker detected that the eye was out of range for delivery, and paused the treatment. The staff didn't realize that the treatment was only 97% complete at that time, and got the pt up from the bed. After this was realized, the surgeon evaluated the situation and discussed with the pt that the remaining 3% would not be clinically or statistically relevant. It was decided not to complete the last 3%. The pt is doing well, and she will not be refracted until the three week po period. Add'l info will be requested after that exam.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).